Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.